Event description:
Subsequent to the previous medwatch reports, the physician re-reviewed procedure images and stated that the perforation was noted after use of the non-abbott balloon and was not in an area that was specifically related to the stent. The physician stated that the perforation by a non-abbott guide wire was most likely enlarged by the use of the non-abbott balloon.

Event description:
It is reported that the pt is presenting with impingement.

Manufacturer narrative:
(B)(4). The other unk promus is being reported under a separate medwatch report number. The stent remains in the pt. A follow-up report will be submitted with all additional relevant info. Eval summary: per the physician, the perforation was noted after use of the balloon, but was not in an area that was specifically related to the stent, balloon or wire. After review, the physician thinks that more likely it was a spontaneous dissection attributed to the disease of the vessel. The pt was sent to surgery and either died in surgery, or in post operative recovery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported perforation, cardiogenic shock, and death are known adverse events listed in the promus instructions for use (IFU). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted the cines show a tight lesion in the proximal portion of obtuse marginal (om2). The om2 is wired, ballooned and stented successfully. The cx is then wired and ballooned and the om2 wire is removed. The following cine shows a stent positioned and deployed in the circumflex artery (cx) over the ostium of om2. The next cine shows a wire attempted to be advanced into om2, however, it appears the wire lands just superior to it in an unknown position, possibly subintimal and back through the om. Light blushing is visible between both wires. The vessel and the cx are then both ballooned and heavy staining is visualized in the om region indicating a perforation or dissection. Further cines show wires and balloons removed, with an ap image of the heart for pericardiocentesis positioning. The final image shows post injections with slow flow in the arteries and significant staining in the om region. The reviewer concluded that the cines confirm lesions in the proximal om2 and mid cx were wired, ballooned and stented. Significant staining in the mid to distal om region is observed. It cannot be confirmed that the promus stent(s) used in the procedure were the direct cause of perforation/ dissection and further detriment to the patient. A wire perforation is suspect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, or design.

Event description:
It was reported that the target lesion was in the second obtuse marginal (om). It was proximal but not ostial. There was disease in the left circumflex (lcx) as well. Both vessels were severely tortuous and moderately calcified. With regard to the 2nd om, the vessel was wired, ballooned and stented with no issue. Any mention of haziness was resultant of stenosis and/or poor flow which was not attributed to any device. No vessel damage. The physician then treated the cx. It was noted that there was measurable plaque proximal to the take off of the om. A cutting balloon was used successfully. Promus stent placed successfully. The haziness noted was not in the area treated by the cutting balloon and stent. Not a dissection, not attributed to the devices. When the lcx was stented, it blocked the om. Post stent placement, there was either a plaque shift in the om or a slight vessel spasm that was not medically treated. The physician noted that the om would need to be re-opened due to the stent placement over the take off. After reviewing the films briefly - no blushing of contrast noted after placement. Noted the blushing of contrast after the inflation of the sprinter balloon. (B)(4).